Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 40 mg/dl. The customer stated that she was incoherent. She noted that she had completed the rewind sequence on her insulin pump and was still connected to it, causing her blood glucose to run low. She stated that she was uncertain of this. She also stated that she had removed and replaced the reservoir while still connected to the device. Prior to admittance, she and her husband were reported to have attempted to treat for low blood glucose, but they were unable to get her blood glucose reading above 50 mg/dl. She declined troubleshooting for low blood glucose. Nothing further reported.